Event description:
Customer reported potential biohazard when the vials of all levels of controls in the 4c -es cell control kit were leaking. The controls were being used on a coulter act diff 2 analyzer. The operator was wearing personal protective equipment and observed hazardous material clean-up procedures. There was no exposure to mucous membranes or open lesions. The operator did not seek medical attention. No reports of death or serious injury, and no affect to operator safety as a result of this event. This event represents event 2 of 2 events reported by this customer. The other event is a malfunction associated with the 4c -es cell control vials for broken caps.

Manufacturer narrative:
The field service engineer (fse) evaluated the coulter act diff 2 analyzer that was used with these controls. The fse replaced the probe and rinse block. Root cause for the leaking vial was determined to be due the instrument probe. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00777.